Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection did not reveal any anomalies. Bench analysis found that all low battery electrical testing met specifications. Conclusion: the reported failure seen during service and repair of the device could not be confirmed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the generator shut itself off, though it was noted that the main printed circuit board was out of specification in an electrical manner. Analysis also found the lower case was broken and contaminated, the side bail covers, ring cover and side bails were contaminated and the ring bail was bent and contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator turned off automatically without a low-battery indicator. The generator was returned for service. No patient complications have been reported as a result of this event.